Event description:
As reported, approximately 10 years and 9 months post the initial right total hip arthroplasty, the patient reported a grinding sensation in their hip and was revised due to being unstable and dislocating posteriorly. An image provided shows wear of the liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 142-36-00 - cocr fem head 36mm +0 offset 12/14: 3829195. 160-30-12 - pf spline plasma w/ha sz 12: 3802410. 180-01-52 - nv crown cup clstr hole 52mm group 2: 3861908. 180-65-25 - alteon 6.5mm screw, 25mm: 3857829. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.